Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There customer's blood glucose was greater than 200 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information. Voluntary medwatch (mw5085917) received 4/29/2019 from FDA provides the following information: tandem x2, (insulin pump) constant false occlusion alarms (completely stopping insulin delivery). Insulin pump is constantly giving false occlusion alarms, every 1 to 2 days. When this happens all insulin delivery is stopped. Received an occlusion alarm when away from home, blood sugar rose to over 200 mg/dl this situation could lead to adverse effects, possibly ketoacidosis, coma and possible death. I have been a diabetic for over 51 years and on a different brand of insulin pump for over 20 years. This occurrence is not normal and have nothing to do with a bent cannula or kinked tubing. When this alert, it happens all insulin delivery is stopped. Meaning you much do a cartridge change of insulin and put in a new infusion set. If you are not at home to change, these medical items you are in grave danger blood sugar can rise rapidly which is extremely dangerous. If blood glucose is left high for a long period of time, ketoacidosis can occur which can lead to death. FDA safety report ID # ((B)(4)).